Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button was intermittently responsive which has no effect on insulin delivery function. All other keypad buttons were functioning as expected and there was no moisture damage found in the pump. There was evidence of adhesive found under all key contacts.

Event description:
A family member reported that the pump was exposed to water and had alarmed. The family member also reported that she was not able to reboot the pump or move from the verification screen and that the ok button was not responding. The family member also stated that when she removed the battery and the cartridge from the pump and let the pump air dry, it would eventually respond. In addition, the family member indicated that she does not clean the pump and that the keypad was intact and there was indication of moisture in the keypad or the compartments of the pump.